Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Caller attempted troubleshooting with a new cartridge before contacting support, completed necessary steps to remove air, but used cold insulin, which was addressed by customer support. The issue persisted, requiring caller to disconnect the tubing multiple times and use more than 30 units of insulin to fill it. Despite following guidance for new supplies and procedures, the problem continued, leading to an escalation of troubleshooting and a suggestion for the caller to use manual insulin delivery. Cts educated caller to use room temperature insulin when filling the cartridge.